Event description:
It was reported that the device had generated a patient alert. The patient called the clinic and was asked to perform a carelink transmission. Oversensing of noise and high impedance of greater than 3000 ohms was noted. The patient did not receive any inappropriate therapy. The lead was explanted and replaced. There were no patient complications reported as a result of this event, and the patient outcome was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.